Manufacturer narrative:
The event of seroma late and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, physician reported right side pain¿, ¿inflammation¿, ¿irregular¿, ¿flattened with multiple folds¿, ¿scarce collection (extravasation of the gel) is observed¿, ¿irregular edge and septa in its interior¿, ¿partial rupture in its medial face and scarce secondary pericapsular collection¿, and ¿reactive inflammatory axillary ganglia¿. The device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.